Event description:
It was reported that during operation preparation, the programmer was powered up. When attempting to touch the screen with ce-scan for pre-implantation settings, the touch panel did not respond. No adverse patient effects were reported. The programmer was already returned for repair or analysis. Additional information received from product investigation review reported that the cause traced to device design conclusion code was selected based on the analysis of the returned product which was found to be consistent with CAPA-00006695, that is evidence of an unresponsive touchscreen. The CAPA investigation deemed this a design failure. Tj.

Manufacturer narrative:
As a result of this products return, a visual and functional analysis were completed on the programmer. No damage was observed in the visual analysis that would be grounds for failure or return. A risk review was completed and confirmed that the event of unresponsive was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The cause traced to device design conclusion code was selected based on the review of the field event which was found to be consistent with CAPA-00006695, that is evidence of an unresponsive touchscreen. The CAPA investigation deemed this a design failure.